Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type. Device evaluation: visual inspection revealed the returned plate is fractured in three pieces. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent

Event description:
It was reported that while the surgeon was impacting the second plate, it did not go into the correct slot in the cage holder; it started to go into the first plate's slot and became jammed. The plate could not be removed while the holder was attached to the cage, so the cage and first plate were removed with the holder. The plate was then removed from the cage holder and a new cage and plates were installed to complete the procedure. There was no patient impact or surgical delay.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned, however photos were provided. It is seen in the photos that the plate is still stuck in the instrumentation post-op. Potential cause root cause was unable to be determined as the product was not returned. This event could possibly be attributed to inserting the plate into the incorrect slot and then applying force prior to attempting to put the plate in the correct slot. It could also be attributed to scratches on the inside of the instrument causing off-path forces guiding the plate into the slot. DHR review : per DHR review for the plate, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that while the surgeon was impacting the second plate, it did not go into the correct slot in the cage holder; it started to go into the first plate's slot and became jammed. The plate could not be removed while the holder was attached to the cage, so the cage and first plate were removed with the holder. The plate was then removed from the cage holder and a new cage and plates were installed to complete the procedure. There was no patient impact or surgical delay.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that while the surgeon was impacting the second plate, it did not go into the correct slot in the cage holder; it started to go into the first plate's slot and became jammed. The plate could not be removed while the holder was attached to the cage, so the cage and first plate were removed with the holder. The plate was then removed from the cage holder and a new cage and plates were installed to complete the procedure. There was no patient impact or surgical delay.